Event description:
The user facility reported a 57-year-old male patient developed a retroperitoneal bleed during impella support. Due to the noted condition, the impella cp pump was explanted and the left femoral artery was surgically repaired. An impella 5.5 pump was subsequently placed to support the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for retroperitoneal bleed has been completed. Pump was not returned for investigation. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the retroperitoneal bleed could not be determined. G1 MDR reporting contact email updated corrections to the initial MFR report: h6 med dev prob code 4008 changed to 2993. Updated component code 3038 to 925.